Event description:
Pt had cataract surgery done on right eye in 2006 and "sees ripples in peripheral vision" since surgery. Member contacted alcon and alcon contacted kaiser permanente. Cataract is still in pt's eye.